Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was noted that the forceps cover glue of the device was peeling. Additionally, it was noted that there was a leak in the biopsy channel. Checking with the borescope, it was found that there was an internal cut to the biopsy channel. The user¿s complaint was confirmed. The k-lever was rough when manipulated, and the k-pipe in the grip unit had bend damage. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was returned for repair by the customer for the issue of failed leak test and instruments not going through the channel. There is no reported harm to any patient. Upon device evaluation it was noted that the forceps cover glue of the device was peeling. This medwatch is being submitted for the reportable issue of the peeling forceps cover glue observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the tip adhesive detachment likely occurred due to the same cause as other breaks, but it was not possible to determine whether the detachment was due to stress or handling or other factors. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 14-dec-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.